Manufacturer narrative:
Pump received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. Pump unable to prime during the prime/delivery test due to protruded/loose drive support disk. No compromised force sensor alarm noted. Motor error alarm during basic occlusion test due to protruded/loose drive support disk.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.